Manufacturer narrative:
The waist pack with unknown serial number was not returned for evaluation. However, visual evidence provided revealed damaged seams on the battery pocket of the bag. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited, to a wear and/or to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) waist pack battery pocket seams were cracked. The pack was taken out of service and replaced. No patient complications have been reported as a result of this event.